Event description:
A (B)(6) old male pt called zoll customer support to report that his battery charger/modem was saying "battery charger problem". The pt was issued a replacement battery charger/modem.

Manufacturer narrative:
Device eval summary: device eval of battery charger/modem sn (B)(4) has been completed. The reportable problem (battery charger problem) was confirmed. Upon investigation the current controlling transistor (q1) was found to be thermally damaged. The source of the thermal damage could not be positively identified. No adverse event resulted from the defective battery charger/modem.